Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, was over and under infusing 15.98 ml, 6.53 percent. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional contact information: (B)(6).